Event description:
It was reported, that the pump was alarming error code 45982. Troubleshooting was attempted, but the pump still alarmed. There was patient involvement. And no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
No product was returned. No previous repair has been noted in the last 12 months. The reported issue cannot be confirmed as no product was returned for investigation. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.